Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said their ins never lasted full life; it died in 2012 and they had to have it replaced. No patient symptoms were reported and no further complications have been reported as a result of this event.